Event description:
Patient reported that within four hours of the insulin cartridge change, he experienced elevated blood glucose levels of 230 mg/dl. His normal range was 100-130 mg/dl. He indicated that when he changed his cartridge, he would prime the tubing and observe insulin dripping from the tubing. He reported that on one occasion, he took a 3.0 unit injection and bolused 4.5 units and his blood glucose lowered. Patient reported that the adapter had been used longer than recommended, product labeling recommends to change the adapter every 6 months. He did not report any symptoms associated with the elevated blood glucose. He did not require medical assistance to address this issue. Product is being returned for evaluation.